Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Missing data may be related to a previous session on the same day ending 10 minutes prior to current session.

Event description:
It was reported that the diagnostics on the device were not working properly. The device is still in use. No patient complications have been reported as a result of this event.